Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three on the home choice (hc). The home patient (hp) was connected at the time of the event. The home patient (hp) stated that when the solution bag emptied it had a loose connection from the cassette supply line. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. However, the patient reported there was a loose connection which is a known cause of this alarm. If additional relevant information is obtained, then a follow-up MDR will be submitted.